Event description:
It was reported that an ilet user experienced prolonged hyperglycemia after eating at night and again the next morning without announcing meals, with a highest continuous glucose monitor (cgm) reading of 300 mg/dl and a glucometer value of 380 mg/dl, and the user expressed concern that meal announcements were not being registered; engineering logs indicated no meal announcements or activity within the meal announcement menu, and the relevant device component was the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose without emergency care of hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions for meal announcements via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.